Event description:
It was reported that a user experienced fluctuating blood glucose with an episode of hypoglycemia to 43 mg/dl while using the ilet system, after which she self-treated with three gummy bears and her glucose returned to a normal range; she reported improved a1c since starting ilet and noted guidance from her clinician to avoid meal announcements due to low carbohydrate intake. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included self-recovery at home without emergency treatment or hospitalization. Investigation included troubleshooting and education with referral to the clinician for report review. Investigation of this case revealed no device alarms reported. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.